Manufacturer narrative:
A medwatch form mw 5152794 was received on 02apr2024. Section a: patient information was missing. Information was requested. The event date was estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
A medwatch form mw 5152794 was received on 02apr2024 and reported that the patient had a history of abdominal aortic aneurysm (aaa) in 2023. The patient had a graft and stent placed in 2024. An angiogram was performed which captured the outflow graft stent placement. The event date was estimated.

Manufacturer narrative:
Sections d1: corrected. Section d4: corrected catalog number and UDI. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported aortic aneurysm could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient's outflow graft stenting procedure was reported under MFR #: 2916596-2024-00355.